Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure in the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. The proglide was successfully flushed with saline during prep prior to use. Reportedly, when the device was inserted no blood flow was observed from the marker lumen. The device was removed and flushed with water but no back flow was observed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017- failure to follow steps/instructions. The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was deployed despite not having blood from the marker lumen. The electronic proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. The IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: per return analysis, the lever of the device was opened causing the link to be loose. Follow-up with the account confirmed that the lever was opened despite not seeing blood flow from the marker lumen. No additional information was provided.